Manufacturer narrative:
See e1. Complaint has been evaluated and is similar to previous report number 1644408-2019-00816; 114800, s814 - stability, poor joint. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to instability and wear.